Event description:
The pt was brought to the hosp with an acuta myocardial infarction (ami) and had developed heart failure. A coronary angiogram was conducted and thrombus was observed inside the cypher stents that were implanted in the distal portion of the mid left anterior descending (lad) and the proximal lad to the proximal mid lad. The pt is a male. The distal portion of the mid lad was described as a de-novo, eccentric, bifurcated and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 25mm and the vessel diameter was approx 3.0mm. The proximal lad to the proximal mid lad was a de-novo, eccentric, bifurcated and calcified lesion. Aha/acc classification of the vessel was type b2. The lesion length was approx 15mm and the vessel diameter was approx 3.5mm. In 2006, a bare-metal (bms non-cardis) stent was implanted at the distal right coronary artery (rca). On that month, an elective procedure was performed on the mid lad distal and the proximal lad to the proximal mid lad, pre-dilatation was conducted with a balloon (3.5/15mm) at 14 atms for 30 seconds. A cypher (3.0/28mm) was implanted at 16 atms for 30 seconds at the distal mid lad, a second cypher (3.5/23mm) was implanted at 16 atm for 30 seconds at the proximal lad to the proximal portion of the mid lad. Post-dilatation was not conducted. Ivus was not conducted. The residual percent of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
In 2008, the pt was brought to the hospital, due to an acute myocardial infarction (ami) and had developed heart failure. A coronary angiogram was conducted and thrombus was observed inside the cypher stents that were implanted in the distal portion of the mid lad, and the proximal lad to the proximal mid lad. Thrombus was also observed in the bms implanted in the rca. To treat the thrombus, aspiration and angioplasty (balloon size was 3.5/15mm, inflation time and pressure was unknown) were conducted. Six days later, the pt was discharged. The physician commented that the possible cause of the thrombotic event may have been related to the pt being dehydrated from doing outdoor work. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2008-02450.